Event description:
Sterile processing technician working in central supply dept picked up a 1000 ml glass evacuation bottle to give to radiology dept. While holding glass bottle at the neck, glass bottle imploded under vacuum perssure, causing glass to shatter in every direction. Employee injured hand-no surgery or ongoing medical care required.